Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the delivery system outer shaft was bent. The articulation of the delivery system was out of plane. Visual analysis of the delivery system indicated damage during use. The analyst noted the full delivery system was returned with the device intact with the tether but not recaptured in the device cup. The outer shaft is bent at 6.2 cm from the distal end of the delivery system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure of the leadless implantable pulse generator (ipg), the curvature of the delivery system was more insufficient then usual. It was noted that the delivery system could not cross the tricuspid valve. The operation was performed with another leadless pacemaker system without any complications. No patient complications have been reported as a result of this event.